Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Device was not returned to the manufacturer. According to the gore® tag® thoracic endoprosthesis instructions for use complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: reoperation and endoprosthesis: occlusion. (B)(4). Additional devices included in this report: plc271000/14759384 (B)(4); plc271400/14195084 (B)(4); pla320400/13875049 (B)(4); pla320400/13282377 (B)(4); plc271400/13309503 (B)(4).

Event description:
On (B)(6) 2016, the patient was treated for an abdominal aortic aneurysm with several gore® excluder® aaa endoprostheses. On (B)(6) 2016, the patient presented with cold legs, no blood flow was getting down to the patient's extremities. Images were taken and showed the endoprostheses had collapsed just below the renal arteries. To restore from the physician performed a fasciotomy. In addition, a cut down into the belly was done to remove the endoprostheses and a bifurcated tube graft was placed. The patient lost 8.5 liters of blood during the procedure, requiring a transfusion. It was reported the patient was discharged on post operation day 7 and is doing well.

Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to endoprosthesis occlusion.

Manufacturer narrative:
Updated results from a second imaging evaluation.